Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. A photograph was provided for evaluation. According to the photograph, the waveguide had its tip broken. It was reported that a device component disengaged. A device-related causal link was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that products meet all medtronic quality specifications. The instructions included with this device provide the following warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. Contact with metal objects during use will cause the active blade to crack and may eventually break off. This issue is specific to ultrasonic dissectors. The instruction advises device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. The instructions also states to not use damaged components. Use of damaged components may result in injury to the patient or user. Internal process improvements have been initiated to mitigate this issue. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke while being use on patient. A picture was submitted which showed that the waveguide broke off. There was patient injury.